Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 1 day after the sensor had been inserted in the arm. On (B)(6) 2024, the patient was at home with her son. The cgm reading was low, so she drank apple juice and ate candies. The cgm readings increased a little but went back to low. The patient experienced excessive thirst and frequent urination, the cgm reading was still showing low. She decided to call her doctor, and she was advised to take a bg. The bg reading was high, so the patient decided to go to the emergency room (taken by her son). At the ER, they took a bg reading which was 999 mg/dl and the cgm reading was still displaying low. The patient was diagnosed with diabetic ketoacidosis, they removed the sensor and treated the patient with IV insulin and potassium. The patient was at the hospital for 2 days and was discharged on sunday afternoon (B)(6) 2024. At the time of the report the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid when the patient was in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.